Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during entero-entero anastomosis on a laparoscopic bariatric surgery, the surgeon was able to press the green button and squeeze the handle but the device did not fire. Another reload was used. There was no patient injury.